Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was intermittently charging. On site service is currently pending. Investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The customer confirmed the unit had intermittent battery charging and showed running on battery message on screen when plugged into ac power, verified that the 14v battery charge is intermittent at battery connector, battery charge light emitting diode (led) does not stay illuminated when charging, and attempted to swap with a known good philips battery but the issue persisted. The fse then determined a replacement of the power management (pm) printed circuit board assembly (pcba) would be performed to resolve the issue. The fse replaced the pm pcba and confirmed the reported issue had been resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.